Event description:
It was reported that this right ventricular (rv) lead exhibited pace impedance measurements of greater than 3,000 ohms along with noise. Technical services (ts) reviewed and noted what appeared to be myopotential oversensing. The noise appeared in larger amplitude on the shock channel. The noise was recreated in the office with valsalva maneuver and arm movements. Ts recommended pocket manipulation and sample impedance. This rv lead remain in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).